Event description:
Caller reported a tandem mobi cartridge alarm occurring during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within a safe range. Technical support confirmed cartridge alarm 30 and decided to replace the pump. The customer agreed to use the current pump as a backup therapy and acknowledged the instructions on handling and returning the defective pump. A replacement pump was sent, and the customer was informed of the necessary steps to take upon receiving it.